Event description:
The patient alleged false high readings on their fasttake meter which resulted a visit to the ER for low blood glucose. At 10:30/p in 2002, the patient became unconscious. Their blood glucose readings were 234, 275, 269 and 33 mg/dl. Based upon the 33 mg/dl result, family member took patient to the hospital where their bg result was 13 mg/dl (hospital result). Patient was treated with food and IV glucose and released the following morning. Patient reported that their results prior to this incident were erratic. Patient is on a sliding scale insulin.